Event description:
One of the proximal screws was retracted by 1 cm at 1 month post-op. Debridement of the fracture, deltoid pain, the patient has not yet been rehabilitated but should be shortly.

Event description:
One of the proximal screws was retracted by 1 cm at 1 month post-op. Debridement of the fracture, deltoid pain, the patient has not yet been rehabilitated but should be shortly.